Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the pump¿s black box data revealed the pump was delivering per user programmed settings. Cartridge compartment damage was observed. The returned cartridge cap was able to secure properly to the pump. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on an unspecified date was 523 mg/dl with abdominal pain, extreme drowsiness, blurred vision, extreme thirst, excess urination, nausea, symptoms of dehydration. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. It was reported the cartridge compartment was cracked. This complaint is being reported because the alleged hyperglycemia was attributed to a pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.